Manufacturer narrative:
400 - gas module the gas modules were replaced and the device functioned within spcifications. The gas modules were returned to the MFR for evaluation. It has been determined that the source of the problem is related to some sensitive component tolerances in the gas module. In some cases, these tolerances can act together such that the delivered 0c consentration may be adversely affected. This problem has been corrected by increasing the stability of the control circuits in new modules. Our risk analysis concludes that there is no reason for field upgrades at this time.

Event description:
The ventilator was attached to infant when ventilator sounded an "over range alarm." Range switch changed from pediatric to adult. O2 alarm sounded, and it was noted that the o2 concentration changed from 50% to 59%. The range selector was returned to pediatric and the o2 concentration returned to 50%. This was duplicated repeatedly by the hosp. Internal # v96116.